Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming done. It was also reported that the leads had migrated. The patient underwent an ipg and lead explant procedure and the explanted devices will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Date of event: exact date unknown, event date used was the date of explant. Additional suspect medical device component involved in the event: product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(4), batch: 335652.